Manufacturer narrative:
Additional information: MFR date: 09/19/1997.

Manufacturer narrative:
(B)(4) date sent to the FDA: 03/24/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(4) by (B)(4) at the (B)(4).